Manufacturer narrative:
Follow-up #1: date of submission 12/4/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: during investigation, the battery compartment was found to be stripped. The battery cap was also found to be damaged. A test cap was used for all steps. The test battery cap was able to insert/remove fluently.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the patient could not remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.